Manufacturer narrative:
Block b3: exact date unknown. The patient developed a rash approximately 30 days after the procedure. Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code of e0402 captures the reportable event of allergic reaction.

Event description:
It was reported that an advantage fit device was implanted in the patient on (B)(6) 2024, for the treatment of stress urinary incontinence. A posterior colporrhaphy was performed concomitantly with the sling procedure. The patient was reported to be doing well at the post procedure follow up visit with the implanting physician. Approximately 30 days following the procedure, the patient developed a rash over her chest, arms, legs, and upper back. Since the onset of symptoms, the patient has been evaluated and treated by multiple dermatologists and allergists. No vaginal symptoms were reported, and the allergist stated that a pelvic examination had not been performed. While the allergist did not believe the rash was likely related to the sling, she intended to perform patch testing on materials used during the surgical procedure.